Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device of this incident, it was determined that the user had been unable to log in to any pyxis device. A technical support specialist determined that the pyxis db server had gone offline due to I/o performance degradation caused by virtual disk removal events, and the issue was resolved after the customer it team restored the server, allowing all pyxis devices and the es website to reconnect and function normally. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, users were unable to log in to any pyxis devices as the units displayed "disconnected mode." The database server was offline, and patient and order information may not have been current. No users were able to access the pyxis devices or the es website. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no delay or adverse events or injuries reported based on this event.